Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented to the emergency room after receiving multiple inappropriate high voltage therapy, patient received several shocks while at the emergency room as well. A magnet was placed on the device. Upon device interrogation, device showed fifty nine therapies delivered and p-wave oversensing issue was observed as well. Lead dislodgement was confirmed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.